Event description:
The customer reported that the lh750 hematology analyzer generated erroneously high red blood cell (rbc) counts on a pt sample when it was processed in the manual mode of the analyzer. When the sample was processed on the analyzer in the automatic mode the results were correct. The customer indicated this has happened previously; however, dates and data were not available for review or reporting. There were no erroneous results reported out of the laboratory on any occasion. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4), 2010 of complaints for additional reportable events. The customer had recently cleaned the blood sampling valve and aspiration path. A field service engineer (fse) visited the site on (B)(4) 2009 to assess the instrument. He adjusted the mode to mode calibration and verified the instrument's operation. The root cause was not specifically identified through appeared to be corrected by instrument service and adjustment.